Event description:
Per the clinic, the patient experienced extrusion of receiver / stimulator through the incision site. Subsequently, the device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.